Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the implant was placed in site 31 it was removed due to dense bone. A bone tap was attempted but there was still difficulty seating the implant and bone overheating was reported. The bone quality was determined to be type I. The implant did achieve primary stability but osseointegration was not achieved. It was also reported that, at the time of event, the patient experienced inflammation, fistula, and swelling. No further complications were reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the implant was placed in site 31 it was removed due to dense bone. A bone tap was attempted but there was still difficulty seating the implant and bone overheating was reported. The bone quality was determined to be type I. The implant did achieve primary stability but osseointegration was not achieved. It was also reported that, at the time of event, the patient experienced inflammation, fistula, and swelling. No further complications were reported.